Event description:
Customer reports that the white stopcock is loose and can easily be turned with the pt's head movement. When it is turned in a direction other than the off position, csf would not drain. If the nurse does not notice it, they would think that the system is not working.